Manufacturer narrative:
The investigation into the access site bleeding has been completed. The device was not returned for investigation. Based on the clinical information, the cause of the high purge pressure was most likely due to a kinked purge line since kink in the catheter was observed upon removal of the device.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 60-year-old male noted for high risk percutaneous cardiac insertion was implanted with an impella 5.5 device for mechanical circulatory support. During support, the a purge system blocked alarm was triggered. It was noted that the impella 5.5 was not secured to the patient with 3 point fixation. Surgeons involved agreed that an exchange would be the best plan of action for the patient¿s care. The patient was taken to the or for insertion of a new impella 5.5.